Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan. Radiographic image assessment indicated that lateral x-ray l5-s1 fusion interbody graft is present. Lateral x-ray shows interbody graft collapsed when compared to first image. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a cage used in tlif therapy for l5/s stenosis. Levels implanted: l4/5 it was reported that the cy, which had expanded and completed, was closed based on the imaging two months after the l5/s tlif. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received. It was reported that no additional surgery was performed, no plan for additional surgery.